Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the screen backlight on the insulin pump does not work properly. Customer stated that when she presses the act button, the backlight goes off. The insulin pump was currently in low battery status. Customer was instructed to change the battery; the light did not work. Customer stated that the device vibrates, she presses act and the battery goes out. Customer stated she knows the battery is new if she can hear the rewind. Customer was programming a bolus and the insulin pump was in vibrate mode. Customer was explained that the backlight will turn off and on during any programming when it is in the vibrate mode. Blood glucose value is 121 mg/dl. Nothing further reported.